Event description:
It was reported that the seal on the bd angiocath¿ IV and needle tip was "tight" and could not be released before use. Later investigation found fiber-like, clear foreign matter on the catheter. The following information was provided by the initial reporter, translated from japanese to english: "before use for a patient at nicu, the seal of the needle tip and the catheter was tight and could not be released." "Bdj found a fiber-like fm and clear fms on catheter."

Manufacturer narrative:
H.6. Investigation: bd received an unused 24 gauge angiocath unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit but was unable to identify any physical/mechanical damage to the unit. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the seal on the bd angiocath¿ IV and needle tip was "tight" and could not be released before use. Later investigation found fiber-like, clear foreign matter on the catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use for a patient at nicu, the seal of the needle tip and the catheter was tight and could not be released." "Bdj found a fiber-like fm and clear fms on catheter."